Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. List number is the similar us list number; the international list number is unknown. Stoma site infection / abscess is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately (B)(6) 2022 the patient experienced stoma site redness with drainage and began treatment with topical daktacort cream (miconazole) for a fungal infection in (B)(6) 2022. On (B)(6) 2022 the patient visited a physician who took a culture and prescribed 500mg of flucloxacillin for the ongoing stoma site redness with exudate. It was reported that later while hospitalized for an intestinal tube replacement, the patient was diagnosed with an abscess around the stoma site.